Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -5.0/1.5/107 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed due to the lens was implanted upside down. There was no patient injury. On (B)(6) 2021 a replacement lens of the same model/length was implanted and this resolved the problem.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -5.0/1.5/107 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed due to the lens was implanted upside down. There was no patient injury. On (B)(6) 2021 a replacement lens of the same model/length was implanted and this resolved the problem.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).